Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that approximately 10-15 minutes after placing the balloon, fluid began leaking from the patient, and the balloon was found to be ruptured. The patient was sent to recovery without having another balloon placed, and there were no injuries or additional procedures reported.